Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded, therefore unavailable for a physical evaluation. The sales rep stated that during the procedure, the insertion angle was not correct as the tip on both devices broke at the same angle. The root cause can be attributed to user error. No nonconformances were identified for this part-lot number combination. Furthermore, a review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. Associated medwatch: 1221934-2018-54445.

Event description:
It was reported that during rotator cuff repair on (B)(6) 2018 the anchor tip broke on insertion. The patient had hard bone. Nil delay in surgery.